Event description:
Related to MFR report # 2183959-2012--01749. Related to MFR report # 2183959-2012--01734. It was reported by the plaintiff's attorney that "on or about (B)(6) 2011, a miniarc" device was implanted in the plaintiff "to treat her cystocele and incontinence." The plaintiff's attorney alleges that the plaintiff "suffered multiple complaints some time after the mesh was implanted, including pain, pain with intercourse and voiding difficulties" and that the plaintiff "suffered and will continue to suffer, pain, disability, impairment" as well as other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.